Manufacturer narrative:
One used (lot # unknown) and four unopened syringes (lot #350502) were returned. Samples from this lot were obtained from distribution. All needles were visually examined and no defects were found on unopened samples. The needle was piercing the sheath of the used sample. Sheath penetration force was measured (no spec. For this exists) and were comparable to control samples. Lot history records were clear. Resheathing of needles is not recommended by osha. Customer was supplied with this info. No product problems were identified. This appears to be unique to the user's situation. Labeling clearly states not to resheath needles.

Event description:
On 10/21/97 cust. Obtained umbilical cord gases from a newborn. Customer was unable to unscrew the needle to place a luer loc tip on the syringe. Customer recapped the needle using proper procedure by sliding the cap back on-on a flat surface. Customer had not noticed the needle had bent and had pierced the safety cap and as a result, customer got a needle stick when customer removed the needle covered by the safety cap."